Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device code - unknown. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, "ceramic head fractures have been reported."

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 1993. Subsequently, patient was revised on (B)(6) 2012 due to ceramic femoral head fracture. During the procedure, metal staining and a fracture in the liner were noted. The liner and head were removed and replaced. No further information has been provided.